Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on several steps: disconnecting tubing, adjusting the t:lock, and delivering boluses, which ultimately resolved the issue after the caller replaced supplies and resumed insulin. A follow-up was requested for further assistance.